Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 32 occurred on the ilet indicating a delivery motor communication issue, after which the device was restarted and operated without further alarms; during this period the patient experienced fluctuating blood glucose with a high of 334 mg/dl overnight and a low of 57 mg/dl, and the camp nurse assisted. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness or other acute complications, and a trace ketone value of 1.2 was noted during the nocturnal hyperglycemia. Outcomes included transient blood glucose excursions without medical intervention beyond assistance from the camp nurse and without hospitalization. Investigation included troubleshooting and user education performed by support, including a device restart. Investigation of this case revealed no reproducible device malfunction after restart and no confirmed delivery failure. It was concluded that the cause of the hyperglycemia and hypoglycemia was unclear and that the alert 32 resolved with a device reboot. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.